Event description:
The customer reported that outside of a procedure the system displayed a collimator iris potentiator error message. The collimator shutters were closing when "open" was pressed on the control panel and the iris potentiator polarity was reversed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced. The system was tested and found to be working as intended and put back into service.